Manufacturer narrative:
The tech isolated the issue to the pt controls on the right head siderail. He replaced the circuit board to repair the bed.

Event description:
Info received indicates the head of bed is going up without the pt pressing any buttons.